Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of capture due to high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of loss of capture and high capture thresholds were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections did not find any anomalies except for procedural damage.